Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-dec-2020/ serial#: (B)(4). Device available for evaluation: yes, return date: 30-dec-2019, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 08-jul-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the operator decided to recapture the device due to non sensing of the r wave. It was noted that the recapture was difficult and the delivery system was found to be kinked. The first leadless ipg was removed and other leadless ipg was implanted without any issue. Post implant, the patient subsequently went into cardiac tamponade and pericardiocentesis was performed. New implanted leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID #: micra-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 4.7 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The device was able to deploy, the device was able to be pulled to the recapture cone with the tether but with a little resistance due to the tear in the lumen and the kinked inner shaft, the device was able to be fully recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.